Event description:
A ventilator was returned to a third party service center for evaluation. There was no pt harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative alarm was observed. The blower was replaced to address the issue.